Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported they have constant pain in their lower front teeth and the bone under one of their back molars is having problems and the gums have disconnected. The patient is having surgery to correct this.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.